Manufacturer narrative:
This investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It has been reported that a revision of the custom jts distal femur implant was requested as it had reached maximum extension. The date for the revision surgery has not been provided. (B)(4).

Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released. The revision procedure was successfully completed without incident. The revision procedure consisted of replacement of the extending section of the implant in situ. The patient had grown and revision of the implant was required in order to provide the patient with additional leg lengthening. There is no alleged failure of the device.

Event description:
(B)(4).